Event description:
The customer reported a false positive result when testing a patient urine sample with the mckesson consult diagnostics hcg urine cassette. The customer stated that the result was negative at 3 minutes but positive with a faint test line at 3.5 minutes. No confirmatory testing was performed, however the patient was determined to be past childbearing age and therefore not to be pregnant. No adverse events were reported. The customer reported another faint false positive result with a different patient.

Manufacturer narrative:
Retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaint details indicate that confirmatory testing was not performed. It is possible that low levels of hcg were present in the samples, leading to the appearance of faint test lines. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. Because of the high sensitivity of this test, results should be read between 3 and 5 minutes only. A result seen after these times could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated wit a new sample in 48-72 hours or an alternate confirmation method is used. ¿ very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. ¿ a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. ¿ as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. ¿ this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.